Event description:
Reporter is writing to report a claim regarding a defective product. The pt went to their dentist. While performing some dental work on pt, dr placed a metal bracket on their teeth, which was manufactured by the company. During the procedure, the bracket broke in two and pt swallowed half of the fragmented metal bracket. Pt was taken to the local hospital and the metal bracket was surgically removed. Pt still has emotional and psychological problems as a result of this incident. Dr still has the box bearing the name of the co from which he retrieved this bracket before placing it on pt. Dr will also testify that this has never happened before in his twenty (20) years of practice, and he still has the other half of the bracket.